Manufacturer narrative:
The customer comment of damaged ports was confirmed, the output connector assembly was broken. It was additionally noted that the display wires were pinched and the insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial and ventricular ports were in need of repair and that wires on the ventricular side will not stay in. The generator was returned for service and a requested test and calibration procedure. No patient complications have been reported as a result of this event.